Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. Program optimization was attempted to improve energy usage. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg device was discarded.